Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a second revision due to instability involving a triathlon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Patient complained of knee pain and laxity. Revision done on triathlon ps knee.

Event description:
Patient complained of knee pain and laxity. Revision done on triathlon ps knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information is not available due to hospital policy on patient confidentiality. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.